Manufacturer narrative:
(B)(4). Batch # r94e2p. Investigation summary: the device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic procedure, by placing the enseal in the tissue and activating the closing handle, the jaw of the device split. It was decided to remove the device and the broken jaw of the patient and use a new device. The procedure was completed successfully with no patient consequence reported.